Manufacturer narrative:
Pump passed the self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 38.0 received the low battery alert (104) on 09/25/2025 06:25:00 after more than 7 days at 17.48 days. Battery cycle 37.0 received the low battery alert (104) on 09/07/2025 05:08:00 after more than 7 days at 18.94 days. Battery cycle 36.0 received the low battery alert (104) on 08/19/2025 04:12:00 after more than 7 days at 15.84 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case at battery compartment, fading serial number label and cracked battery tube threads. The p-cap/reservoir does lock properly. Unit received with battery cap contact missing; however, unit was properly tested using a reference test battery cap. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit received with battery cap contact missing; however unit was properly tested using a reference test battery cap. No unexpected blank display anomaly noted. Unit confirmed damage at battery tube compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert and observed that the internal battery connector in battery compartment were loose and the pump was not turning on. The customer also mentioned they observed a crack at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the damage affecting pump functionality as it was not turning on. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1712k will be returned for analysis.